Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The aortic body fill channels appeared filled with no evidence of an endoleak of any type. At the conclusion of the procedure the aneurysm was excluded. The patient will continue to be monitored.

Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment could not confirm the reported event. The patient was discharged post-op day 1 to home and no additional patient sequela has been reported. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrected data: remove results code 3233, add 213. Remove conclusion code 11, add 4315.